Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5099377. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient¿s mother reported that the patient had experienced an urgently low blood sugar that required fast acting carbohydrates to be administered. She stated that a recent update to the follow app only allows "low" alerts to be repeated every 30 minutes, rather than every 5 minutes as before. She stated that because of this she missed the "low" alert as she was using the restroom. The next alert she received was an "urgent low" alert indicating the patient¿s blood glucose was 55 mg/dl. The patient was shaking and having trouble thinking. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.